Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy. The powered handle was being used for intestinum resection outside the body. The handle was inserted into the clamshell and the adapter was connected with no problem. The reload was loaded onto the adapter, but the display did not show the signal to being the clamp test. The displayed showed all green with the power, adapter, and reload status. There was a '1' in the reload status. The jaws were able to open and close, so the surgeon clamped the tissue. The green button was not flashing so the device could not be fired. To complete the procedure, the reload was loaded onto a manual handle and the firing was completed successfully. No patient injury or extension in surgical time. Patient status is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The adapter showed end of life. Evaluation of the adapter log showed that the adapter had a tare error; however, the main screen indicated that the strain gauge was still functional and in the appropriate range. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.